Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual devices was evaluated on site by a qualified technician. Upon visual inspection, the reported problem of faulty wheel was confirmed. The cause could not be determined. To resolve the issue, the qualified technician replaced the wheel. The device passed the prime test and successfully completed the simulated treatment and self test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Importer report number - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of a prismaflex machine was observed to be broken. This event happened before patient use. There was no patient involvement. No additional information is available.